Manufacturer narrative:
The device was returned to olympus for investigation. A sample of the foreign material was collected and sent to the legal manufacturer for further analysis. The material analysis showed that the material is cellulose. The source of this cellulose cannot be determined. The device has been repaired and returned to the user facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Corrected fields- d5, h6 updated fields- h11.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material in the air/water nozzle. There was no patient involvement.